Event description:
Received report that alleges during a complaint follow up, reporter had received notice that the decibel volume of a npb-290 alarm was less than 35 db in a patient's room, that was claimed to be inaudible. This information was received as part of documentation in a lawsuit. Further information indicated a patient death occurred. It cannot be determined from the information provided whether the pulse oximeter may have contributed or caused a patient death.